Event description:
Per the clinic, the patient could not hear with the device after a hit to the head. An x ray was done and confirmed normal position of internal magnet. Explant and reimplantation is planned, but had not happened at the time of this report.